Manufacturer narrative:
No parts have been received by manufacturer for analysis. Biomed replaced the mobile view station (mvs) interface cable. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No further issues have been reported.

Event description:
A site biomed representative reported that the imaging system was showing a frame rate error message. There was no patient present when this issue was identified.